Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an air leak error occurred during therapy. As a result, the pads were changed in order for the patient to complete the therapy.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that an air leak error occurred during therapy. As a result of the malfunction, the pads were replaced, and therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an air leak error occurred during therapy. As a result of the malfunction, the pads were replaced, and therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an air leak error occurred during therapy. As a result, the pads were changed in order for the patient to complete the therapy.

Manufacturer narrative:
Received 1 used extra small arcticgel pad kit. The reported issue was unconfirmed. The pads were inspected and found to have the trim pattern correctly performed, the plastic tube was found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the energy connector of the chest left pad was found damaged and the others energy connectors were found free of damages, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pad returned. According the test method, the flow rate was found to be acceptable. The flow rate for this product must be above 2.4 l/min m2. The energy connector of the left chest pad that was found damaged did not affect the flow rate test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿ attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ ¿ once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an air leak error occurred during therapy. As a result of the malfunction, the pads were replaced, and therapy was completed.